Manufacturer narrative:
A remote service engineer (rse) evaluated the device with the biomedical engineer (bme) and confirmed that the reported battery fault occurred after a power management (pm) printed circuit board assembly (pcba) replacement per field correction order (fco). The bme informed the rse that the batteries were purchased from a third-party vendor. The rse advised the bme that only philips batteries should be used and provided the bme with the phone number for philips medical supplies. Per good faith effort (gfe) response, the bme stated that philips batteries were ordered and after performing the battery replacement, the bme verified that the device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed reporting a battery fault on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the battery fault occurred after replacement of the power management (pm) printed circuit board assembly (pcba). The bme reported the batteries were sourced from a third-party vendor. The rse advised using only batteries sourced from philips. The investigation is ongoing.